Event description:
Per the audiologist, the pt's device was explanted in 2008, due to the electrode array extrusion to the external auditory canal, caused by chronic otitis media with cholesteatoma. A new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report.